Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms. Customer¿s blood glucose ranged from 322-350 mg/dl with diabetic ketoacidosis which resulted in a hospitalization on (B)(6) 2019. The customer was treated with intravenous fluids and insulin along with antibiotics. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.